Event description:
It was reported a deep vein thrombosis (dvt) occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). After an unreported period of time, the patient was readmitted to the hospital due to a dvt in a lower extremity. It was further reported swelling of the lower extremity began eight (8) days post index procedure. The patient was readmitted to the hospital nineteen (19) days post index procedure and a venous doppler of the right leg and a computed tomography angiography and computed tomography venography with contrast of the abdomen were performed. After identification of the thrombus, the patient started a medication regimen of warfarin and aspirin. During a follow up examination in june 2023, swelling of the lower extremity had abated. An additional follow up examination with echocardiography will be performed in six months.

Event description:
It was reported a deep vein thrombosis (dvt) occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). After an unreported period of time, the patient was readmitted to the hospital due to a dvt in a lower extremity.